Event description:
It was reported that the ilet user deployed an infusion set without removing the needle guard, which resulted in an infusion failure and hyperglycemia that was resolved by a supply change, with no device alerts or alarms reported. Symptoms included elevated blood glucose of approximately 300 mg/dl. Outcomes included correction of hyperglycemia following the supply change. Investigation included customer care troubleshooting and education, along with confirmation of shipping replacement supplies. Investigation of this case revealed user handling error related to infusion set deployment, consistent with improper installation of the infusion set and connection. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and use.